Manufacturer narrative:
Based on the limited data currently available, it cannot be excluded that the gas flow delivery issue from the gas blender to the oxygenator was caused by a failure of the gas blender components (such as gas mass flow controllers and relative flow sensor and/or a/d-converter). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that, during a procedure, the electronic gas blender did not provide adequate oxygenation. Po2 values below 42 mmhg were recorded in a short succession. The fio2 concentration has varied over time, passing from 60% at first run to 75% at the second run. After that, fio2 was raised to 100% and maintained for the rest of the case, and an increase of the po2 values was soon achieved. The third blood gas analysis run at 10:36 highlighted that the po2 reached 142 mmhg, with a hemoglobin saturation steadily above 97%. Medical team replaced the oxygen mixer and a 100% of fio2 was applied. The subsequent analysis revealed that the gas exchange performances of the oxygenator significantly improved, and the perfusionist continued the surgery smoothly without any change-out of the oxygenator. At the end of the case, the patient was transferred in the intensive care to complete the treatment after standardized surgery and was discharged to the ward without any problems. Afterward, patient remained in the hospital for 3-4 days and was eventually released in healthy conditions. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the electronic gas blender. Reportedly, the low po2 condition lasted 2 minutes in total. No further information about the serial number of the electronic gas blender, the type of the malfunction and the resolution/repair activity are available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.